Event description:
It was reported that approximately 1 year following pump implant ¿it would show that none of the medication had gotten through to my system¿. The patient stated ¿I think I was too active for it¿ and ¿it really wasn¿t doing anything¿. It was indicated that the pump had been replaced; however, dates were not provided. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type catheter. (B)(4).